Event description:
It was reported through a merlin.net transmission, intermittent oversensing during bi-v pacing was observed, resulting in incorrect detection of non-sustained lead noise episode. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.